Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 12-dec-2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The simplicity device was visually inspected under magnification and revealed that the plunger rod was partially advanced. No damage to the plunger rod tip was observed. Ophthalmic viscosurgical device (ovd) was observed to be dispersed throughout the cartridge suggesting that an adequate amount of ovd was used. The lens module was opened and inspected and no marks or damage were observed that would indicate that the plunger rod advanced incorrectly. There was no ovd observed inside the lens module. Product evaluation found that the suspect cartridge tip was damaged/deformed and ovd residue was present. No assembly issues were identified before and after disassembly. No lens was received as part of this return. No further issues were identified and no further evaluation was performed. The complaint issues of haptic detached and difficult to use were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the physician experienced a tight feeling when pushing the plunger of the preloaded intraocular lens (iol) unit after setting and had kept pushing it to make the iol come out. The physician noticed the trailing haptic had been detached. There was no patient contact with the device as the issue was prior to use. No further details provided.